Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: female patient with bmi of (B)(6), so tissue was not expected to be thick, so cartridge selection was: green, green, blue, blue, blue, blue. No other unusual sounds or tactile feedback was observed. No pictures of the staple line were taken. I requested that in the future if there were any similar issues, if pictures could be taken, it would aid in the complaint process. The sale rep clarified that the unusual sound was a slower firing speed and it sounded like it was bearing down, which was to be expected in thicker tissue. Though all three staples lines were not visible, there was no reason to believe that there were any issues with staple formation or missing staples. The staple line was visually obscured by the oozing. The volume of blood lost could not be quantified, but it was minimal and the patient did not require a transfusion. The surgeon routinely over sews the entire staple line and no buttressing was used in the case. The sleeve leak checked fine. The analysis found that one plee60a device was returned in good visual condition and with five cartridge reloads present. Cartridge (b, d) ecr60b, m54d5w were received fully fired and in good visual conditions. Cartridge (c) ecr60b, m54d5w was received fully fired and cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck (c) and knife is consistent when the device is fired over an already existing staple line. When this happens, the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (e) ecr60b, m5512r, was received fully fired and in good visual conditions. Cartridge (f) ecr60g, m5331a, was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fifth firing, which was the third blue firing of ecr60b, the surgeon felt that the stapler made an usual sound, "as though it was going uphill." He inspected the staple line and saw one staple line visible, but could not positively identify three staple lines. There was only oozing, and he could not see any "gap" or opening in the staple line. He did a routine oversew of the staple line, and everything appeared to be fine. Case was completed with same device, and one additional firing of blue cartridge, ecr60b.